Event description:
It was reported that the patient was having difficulty charging the ipg. It was also noted that stimulation was not providing adequate relief. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well postoperatively. The explanted ipg will not be returned as it was discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.